Event description:
It was reported that the insulin pump alarmed failed battery test and the display went blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.